Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer experienced ketones as a result of high blood glucose. Customer treated their high blood glucose with many boluses. Customer was at school during the time of the call and did not have high blood glucose. Customer's mother was advised to call if the issues persist in order to properly troubleshoot.